Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 340 mg/dl. Customer stated that the drive support cap is sticking out. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to slightly loose drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery tests due to a33 alarm. The insulin pump passed displacement test. No motor error alarms noted; the motor was tested outside the device and passed. The insulin pump was received with minor scratches on the lcd window, broken reservoir tube lip, cracked battery tube threads and the missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.